Event description:
The customer reported the ac power module connector was broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The ac power module was not available for evaluation. The customer was provided information on replacing the ac power module. We will consider this a malfunction of the ac power module where the connector broke.